Event description:
It was reported that the patient was seen in the emergency room for status epilepticus. It was reported that when the patient's device was interrogated high impedance (9600 ohms) was obtained. It was reported that the physician reported that the patient was not received the intended therapy and the cause of the status epilepticus was a loss of therapy. The patient was referred for replacement surgery. The patient underwent generator and lead replacement on (B)(6) 2013. It was reported that the surgeon was able to visualize a lead fracture on one of the lead hilicals. The patient's family reported that there was no trauma or manipulation that could have caused or contributed to the lead fracture. The explanting facility does not return explanted devices for analysis; therefore no analysis can be performed.

Manufacturer narrative:
Device manufacturing records were reviewed. Review of manufacturing records of the lead confirmed all quality tests were passed prior to distribution. Device failure is suspected, but did not cause or contribute to a death.